Event description:
A complaint of imprecise sequential readings was received on a customer's sof-tact / soft-sense meter. The customer obtained readints of 20.8 and 4.9 mmol/l within a two minute timeframe. When plotting each value against the average on a parkes error grid the results fall in the `c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment.